Event description:
It was reported that during an unknown procedure, the device was jammed. A new device was used to complete the operation. No patient consequences.

Manufacturer narrative:
(B)(4). Date of event is unknown, assumed first day of month that complaint was reported. Batch # x9536l. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device with no apparent damage and inside it's original packaging. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. In, addition pieces of the broken blister were still attached to the tyvek. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 15 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a surface and this caused the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.